Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed it to be kinked at approximately 9, 42, 67, 70 and 103 centimeters from the floppy end. The coating was found to have been scraped at 139 centimeters from the floppy end. A visual examination of the 20fr safety peg push device revealed the device to be without issue externally. A functional evaluation was preformed by attempting to pass a .035" guidewire through the delivery system. The guidewire would not pass through the barbed connector. The device was disassembled by cutting off the outer ring and removing the thermoformed tubing and c-flex tubing from the barbed connector. An attempt to pin gauge the connector cannula was unsuccessful, inner diameter specification is .036" to .040". Microscopic examination of the ID of the barbed connector cannula revealed a clear substance to have completely occluded inner diameter of the cannula. The clear substance was forced out of the cannula and measured to be approximately 0.10" long. The inner ring was removed from the threaded portion of the connector. The threads were examined and adhesive was found to be on the first 4 threads and end of the connector. The dislodged plug was tested and confirmed to be ethyl cyanoacrylate adhesive. The returned unit was consistent with the complaint incident that the guidewire supplied with the kit would not pass through the device. Visual examination of the barbed connector found it to be partially occluded with adhesive. The adhesive is placed on the barbed connector during the manufacturing assembly process. Therefore the most probable root cause is manufacturing. An investigation is ongoing related to this issue.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was advancing the peg tube over the guidewire, the guidewire got stuck halfway down the tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure when the physician was advancing the peg tube over the guidewire, the guidewire got stuck halfway down the tube. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.